Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample for evaluation: received one used introcan fep 20gx1 1/4", 1,1x32mm capillary hub sample. The protective cap and cannula hub were not returned. Investigation result: observed the capillary had torn off and exhibits a clean-cut shape at the tear off area. The tear off part of the capillary with blood residue was returned for investigation. As communicated in IFU, warning section stated that: - do not re-use. Re-use of single-use devices creates a potential risk for patient or user. It may lead to contamination and/or impairment of functional capability. Contamination and/or limited functionality of the device may lead to injury, illness or death of the patient. - in the case of an unsuccessful IV catheter placement attempt, remove the needle first to activate safety mechanism, then remove catheter from patient and discard both. Never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter. - extreme care should be taken not to damage, pierce, cut or sever the catheter. Therefore, do not bend the catheter and/or needle during insertion, advancement, or removal of the needle. - do not use scissors or sharp instruments at or near the insertion site. Conclusion: this defect is due to wrong handling and not due to manufacturing process. Complaint is confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k020785.

Event description:
According to the event description: "it was reported that, on unknown date, during removal of the intra-arterial catheter introcan 20g from the left radial artery of patient of unknown gender and age, a section of the catheter broke off and remained in the artery lumen. The lot number of the introcan 20g catheter was 24m18g8921 and the supplier reference number was (B)(4)."